Event description:
It was reported that the patient underwent a spinal surgical procedure using rods at t10-pelvis. At an unknown time post-operatively the patient presented with a broken rod. The doctor plans to revise the patient and extend to t2. No additional complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.